Manufacturer narrative:
Taper unk. (B) (4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number was given. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Further info from the reporter regarding the serial number has been requested. Device labeling addresses the reported events as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."

Event description:
It was reported that after the lap-band was implanted, the pt began experiencing nausea. The pt received phenergan via IV for the nausea and oral tylenol with codeine. About an hour after the procedure, the pt began vomiting. A couple of days later, the pt followed-up with the physician for a swallow test and x-ray. The following day, the pt came to the office and received add'l phenergan via IV, fluids and had 3cc of saline removed from the device. The vomiting continued for a few days. Another x-ray was performed and the results showed the stomach had herniated through the band and would need to be corrected. The physician recommended add'l surgery to correct the placement of the device, but the pt opted to have the whole band removed. Follow-up with the physician will be completed to gather add'l info.